Manufacturer narrative:
MFR ref # (B)(4). H3 other text : placeholder.

Event description:
Through follow up the additional information was provided. Postoperatively, the stent could not be visualized due to hyphema clot. The hyphema was characterized as grade ii (1/3-1/2 anterior chamber vol.) Which required an anterior chamber washout. The dislodged stent was explanted and replaced with a new stent. The stent positioning did not result in any adverse impact to the patient. The patient was reported as ¿stable, good prognosis with resolved adverse event¿.

Manufacturer narrative:
Additional information: the stent was scheduled for explantation, therefore, the planned explantation date was indicated in the explant date field. The device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Hyphema and dislodged stent are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye cataract plus trabecular micro bypass stent system procedure, the patient presented on post-op week two (2) with hyphema. On post-op day one (1) the stent was seated properly; however, a ¿white sticky substance¿ was observed in the hyphema and pulled one (1) of the stents out from the trabecular meshwork (tm). The surgeon planned to remove the floating stent from the patient's left eye. Additional information has been requested.